Manufacturer narrative:
Follow-up #1: date of submission 03/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2015 with the following findings:the issue was duplicated on investigation. The call service 69 failure was written to the black box as a call service 87 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly the pump alarmed for call service 069 for more than three times in the past 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.